Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in ada 30. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain and increased sensitivity. No further patient complications were reported.